Event description:
It was reported that there were no holes at the tip to drain the bladder and the packaging with lot number was not saved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be" inspection results (measurement, testing data) not verified by iqa assignee error of inspector ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were no holes at the tip to drain bladder and the packaging with lot number was not saved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.